Event description:
The pt is reportedly experiencing pain at the implant site. The physician documented pain through pressure and administered antibiotic (type unk). The pt is being monitored for a bacterial infection.